Event description:
A hosp in (B)(6) reported that an rt205 adult inspiratory heated breathing circuit had bent pins. The bent pins were observed before pt use.

Manufacturer narrative:
(B)(4). The rt205 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the returned breathing circuit was tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory limb. A lot check revealed no other similar complaints for this lot number. Conclusion: all breathing circuits are tested for electrical connection and continuity during production. It is possible for the user to bend heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or the end user. (B)(4).